Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). Please see the updates in sections. The OEM performed an investigation and is a result of the following information. The product was not returned to the OEM for evaluation. Because of this the OEM was unable to determine a root cause of the complaint. The OEM reported 21 similar complaints in the past 12 months; however, none of the complaints were able to be confirmed. No containment action was taken, as all devices for this lot were shipped out to the customer. A DHR review was performed for the device and no abnormalities in documentation or process were noted.

Manufacturer narrative:
The balloon was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the balloon balled up and became stuck in the scope. As a result, the patient required an additional dose of sedation medication. It was reported that the balloon was inflated correctly; however, would not deflate all the way. The scope had to be withdrawn so that the balloon could be manually stretched out long and thin to remove the balloon from the scope. After 3 attempts of inflating & deflating they were able to get the balloon long & thin enough to be able to go through the scope working channel. The balloon did not have to be cut to remove it from the scope. No pieces fell off the balloon or into the patient. The scope was then reinserted into the patient to use forceps to retrieve tissue biopsies. The intended procedure was completed. The procedure was prolonged by 8-10 minutes due to the incident. The patient¿s recovery time was not much longer than normal. There was no patient injury reported.